Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10667 and 2015691-2020-10665.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.   UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, the physician felt the catheter "pop" as it was advanced through the sheath while in a turn. The patient had torturous femoral anatomy. The system was not able to be pushed any further and was pulled out. Major vascular complications occurred and the patient expired. Per report, there was insertion difficulty of the delivery system though the sheath and the valve never made it through the sheath.  While in a torturous turn, the force caused the system to kink both the delivery system and sheath.  The loader was able to be fully inserted into the sheath/sheath housing.  Upon removal, there were withdrawal difficulties. The valve was reported to have hit the kink and pierced the sheath seam, splitting it open and exposing the valve stent.  As the system came backwards, the exposed stent dissected the iliac artery.  A cut down was performed to remove the system.

Manufacturer narrative:
Corrections to section b2. The delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following: the delivery system was still inserted through the sheath, with the valve sticking out from the sheath. Additionally, there was evidence of sheath kinking. Imagery of patient¿s anatomy shows the patient having tortuous anatomy and calcification present. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. During manufacturing, the entire delivery system is 100% visually inspected for any defects.  During final inspection, 100% distal to proximal visual inspection was performed by both manufacturing and quality.  Additionally, the work order underwent a product verification testing.  All testing passed specifications.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for delivery system withdrawal difficulty valve through sheath. A review of complaint history from (B)(6) 2019 to (B)(6) 2020 for the edwards commander delivery system (all models and sizes) revealed other similar complaints with returned devices. The complaints were confirmed but no manufacturing issues were identified during evaluation.  The occurrence rate did not exceed the (B)(6) 2020 control limit for the trend category.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system withdrawal difficulty valve through sheath was confirmed based on imagery provided. A review of the DHR, lot history, and complaint history did not reveal any indication that a non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿upon removal, the valve hit the kink and pierced the sheath seem, splitting it open and exposing the valve stent. As the system came backwards, the stent ripped the iliac artery off¿. The provided imagery reveals that tortuosity was present in the patient¿s access vessels. The presence of tortuosity can create noncoaxial alignment of the delivery system, valve, and sheath, which can lead to resistance during retrieval. As the sheath shaft was damaged due to the kink, the valve can also more easily pierce through the shaft, and if the valve struts catch onto the patient anatomy, it can further increase withdrawal difficulties. As a result, available information suggests that patient factors (tortuosity) and procedural factors (retrieval with kinked sheath) may have contributed to the complaint events. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend category, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.